Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system unexpectedly shut off when the surgeon was navigating. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight were not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No further issues have been reported.